Manufacturer narrative:
The insulin pump received with flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unable to verify stuck button due to flashing white lcd display. Device received with scratched case, fading serial number and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer had a stuck button error alarm on the insulin pump. After a battery change, the pump only beeps and it is not possible to use it anymore. Customer received a stuck button error alarm and did not press the button for more than 3 minutes. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was asked verbally and in written form to return the pump for analysis.